Manufacturer narrative:
(B)(4): information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. No device will be returning additional information received on 12/23/2010: per the regional sales manager, "due to the legal proceedings, the hospital has been sparing with the details of the "adverse event" to protect patient confidence and the surgeon in question. The incident resulted in patient death. We did not see the patient notes, however, from what we can understand, it was agreed that the staple line was not at fault but the patient had some sort of leak behind the staple line." The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4) = colostomy). (B)(6) lady was admitted to (B)(6) hospital, treatment centre on (B)(6) 2010 for an elective procedure due to prolapsed haemorrhoids. The procedure went without apparent complication. Post operatively, she developed bleeding from rectum but the bleeding stopped spontaneously. Patient bled again on (B)(6) 2010, but this stopped spontaneously. On (B)(6) 2010, she suffered pain in her lower abdomen, a CT scan revealed air in the retroperitoneal space and query sepsis. She was on antibiotics. On (B)(6) 2010, a surgeon performed an emergency laparotomy. During the procedure, he noted disruption of the staple line. He proceeded to a sigmoid loop colostomy and washed out the retro peritoneal space. Patient was transferred post operatively to intensive care but condition deteriorated. Death confirmed at 1345hrs on (B)(6) 2010. A post mortem was completed and a cause of death was given as : multi organ failure; rectal perforation (operated on); haemorrhoids (operated on).

Event description:
It was reported that there was very limited information, only that there has been an adverse incident involving a pph product. So far, it is unknown when this occurred or how. No device will be returning. Additional information has been requested.